Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel and at the c-cover could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the sc-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that scope cover had a crack; water tightness was lost due to deformation of scope connector cover unit; cable unit had corrosion due to water leakage; scope communication error (e216) occurred due to corrosion on plug unit; bending angle in up direction did not meet the standard value due to wear of angle wire; adhesive on bending section cover had chipped; water could not be supplied due to damage on jet tube in control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had error codes and water damage. The event occurred when plugging into the processor. The device was returned for evaluation. During the device evaluation, white foreign material was found in jet tube and plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.